Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Audio/vibrate anomaly/absence of alarm unknown. Pump error 63 unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibrate anomaly. Customer's blood glucose level was unknown. Customer stated vibrate mode was not on and insulin pump vibrates without any alarm. Customer performed self test and the insulin pump vibrated during vibrate test. Customer stated that the insulin pump constantly vibrated during call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.